Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatectomy, after the surgeon clamped the device on the tissue, the firing stopped on the halfway. They then replaced another device to resolve the issue in order to complete the case. There was no patient injury in this event.